Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual examination of the returned device noted distal stent strut damage, one strut appeared to be stretched distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further issues were noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6)-2012.it was reported that during a percutaneous coronary stenting treatment procedure a stent was unable to cross the lesion.the 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. The 2.5 x 20mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.however, device analysis revealed stent damage.